Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator failed to deliver high voltage therapy, due to incorrect interpretation of signal. Programming changes were implemented. The patient was in stable condition.